Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined

Event description:
The patient reported exposed and frayed wires of the power supply box. The patient electronic unit power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One set of cardiomems patient electronic system power accessories was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.